Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes reviewed the initial concern, which included a photo showing elevated blood glucose and insulin not moving through the line. The event occurred during patient use. There was no injury was observed. The insulin wasn't passing through the line which cause occlusion and elevated blood glucose level to the patient.